Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that plain old balloon angioplasty (poba) was used to treat in-stent restenosis (isr) of a vision stent that was deployed over six months ago. Another company's drug eluting stent (des) was advanced through the vision stent struts and was deployed in a circumflex (cx) lesion. The distal end of the des stent was sticking out into the left anterior descending artery (lad) and the kissing balloon technique was used to compress it against the vessel wall. Then, a balloon catheter was used to create a hole in the stent struts of the des stent. As the mini vision stent was being advanced through the hole created in the stent struts of the des stent it became caught. The mini vision stent dislodged from thr stent delivery system (sds) during an attempt to remove the device from the patient anatomy. A snare device was used and the mini vision was successfully removed from the patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. The unknown vision stent mentioned, is being filed under another MFR#. Evaluation summary: quality assurance analysis revealed that the sds was not returned and only the stent implant was returned. There was no blood or contrast visible. The entire length of the stent implant was returned mangled and stretched for a length of 3 cm. There was no other damage noted to the stent implant. Only 3 cm of the distal end of the snare and 6 cm of the distal end of another company's guide wire used during the procedure was returned. The returned devices were returned separate from each other. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.